Event description:
It was reported that during a laparoscopic hernia procedure, the first device fired misformed staples. The second device had the incorrect quantity of staples (only 3). No further info is available. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.